Manufacturer narrative:
It is unknown whether the initial reporter sent a report to FDA.

Event description:
Caller states that the lancet protrudes past the end cap of the multiclix device. No adverse event reported. No accidental needlestick reported. Requested return of suspect device, and replacement was sent.